Event description:
Information was received that the surgeon advised the patient to weight-bear within two weeks after surgery. Due to the weight-bearing the left nail 's "cuff" broke and it expanded to 8.5cm and caused a fixed flexion deformity and (deep vein thrombosis) dvt and the patient loss l4 nerve function. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.